Event description:
It was reported that outside of surgery, the unit had no power. The black nub on back of handpiece broke and unit was leaking air. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the reciprocating arm, eccentric shaft, planetary carrier, and other internal components were stuck, the reciprocating arm was damaged, the reciprocating arm, motor, neckpiece, eccentric shaft, planetary carrier, needle bearing, and various other internal components were corroded, the e-rings were missing from the reciprocating arm and needle bearing, the lever could not be disassembled as the screws were stuck, and the control bar and planetary pins were not in the correct position. The motor, sleeve, reciprocating arm, spring seal, swivel, hinge gasket, hinge throttle, planetary gear, planetary carrier, planetary spacer, ball plunger, eccentric shaft, lever, neckpiece, poppet housing, poppet, poppet spring, nut bearing lock, rings, screws, bearings, washer were replaced, and the control bar was adjusted and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available.